Event description:
It is alleged that the insufflator was unable to maintain pneumoperitoneum. It was reported that the unit was changed in order to complete the surgery and there was no injury to the pt.